Event description:
A dreamstation auto CPAP device was returned to a third-party service center for service as part of the sound abatement foam recall process. During evaluation of the device, the service technician observed visible foam particles. Additionally, the service technician observed dust contamination; however, this finding was considered unrelated to the reportable malfunction. The device was scrapped by the service center following completion of the evaluation. No patient involvement, adverse event, serious injury, or medical intervention was reported. This event is reportable under FDA 21 cfr part 803 based on the identified device malfunction involving foam particles, which may have the potential to cause or contribute to a serious injury if the malfunction were to recur. No further information was available at the time of reporting.